Manufacturer narrative:
Correction: d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on neonate, but arctic sun device had alerted multiple times with non-recoverable error 77 (chiller water temperature sensor out of range ¿ high resistance). Powered device off and back on. Error 77 returned right away. Sn (B)(6) advised to swap out to alternate device. Started therapy on new device and water flow rate (wfr) was stabilized. Encouraged to call back with any questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on neonate, but arctic sun device had alerted multiple times with non-recoverable error 77 (chiller water temperature sensor out of range ¿ high resistance). Powered device off and back on. Error 77 returned right away. Sn (B)(6) advised to swap out to alternate device. Started therapy on new device and water flow rate (wfr) was stabilized. Encouraged to call back with any questions or concerns.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Powered device off and back on. Error 77 returned right away. Sn (B)(6) advised to swap out to alternate device. Started therapy on new device and water flow rate (wfr) was stabilized. Encouraged to call back with any questions or concerns. Fmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step #ra99, d275. Based on this review the risk is within the expected range. The instructions-for-use under baw2800261 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on neonate, but arctic sun device had alerted multiple times with non-recoverable error 77 (chiller water temperature sensor out of range ¿ high resistance). Powered device off and back on. Error 77 returned right away. Sn (B)(6) advised to swap out to alternate device. Started therapy on new device and water flow rate (wfr) was stabilized. Encouraged to call back with any questions or concerns.